Event description:
Per the initial reporter, in operating room #3, one the c-clips fell out from an arm and the monitor is being held up by cabling. Upon further investigation, it was discovered that the monitor was hanging by the cables because the safety segment and m3 screw were missing. The monitor did not fall. No patients were involved and no adverse consequences occurred.

Manufacturer narrative:
No patient was involved. There is no established expiration date for this device. The device was not being used by a health professional at the time. Device was evaluated in the field on 08/11/09. (B) (4). Further attempts will be made for this information. Device manufactured date. Further attempts will be made for this information. Evaluation summary: the actual device was evaluated in the field. The root cause seems to be the incorrect installation of the m3 screw and safety segment for the device. The product is a ceiling mounted flat panel monitor. The safety segment which is in question is used to hold the monitor off the floor. If the segment is missing or not functioning properly, there is a potential for the monitor and spring arm to fall. There is cabling that would additionally prevent the monitor from falling. There were no patients involved and no adverse consequences occurred. This is not a single-use device.